Manufacturer narrative:
Date of revision surgery reported was (B)(6) 2013". (B)(6). (B)(4). Radiology film interpretation: "multiple lateral x-rays of lumbar spine after kyphoplasty. Initial post-op shows poor interdigitation with doughy (likely) cement. Cement allowed to push back through cannula and harden. Inter film shows pure posterior hook construct which could move the fulcrum posterior and increase anterior column loading. Final film shows complete collapse and anatomic distortion of fractured body with cement fragmentation."

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) at l2 to treat a primary osteoporotic vertebral compression fracture. No complications were reported intra-operatively. Within a month post-op, it was reported that "the pain was not recovered, and the additional surgery of the fixation was performed using hook (competitor product) for spinous process". It was also reported that "displacement of the cement toward anterior was noted by the x-rays" 45 days post-bkp. The patient is asymptomatic and is being continuously monitored by the physician. According to the report, "after-treatment is using with corset, and medication of teribon (osteoporotic medicine)". The physician commented that the cause of the displacement is unknown. No further patient complications were reported.